Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for stenosis was confirmed based on medical record provided. Available information suggests patient factors (atherosclerosis) likely contributed to the event as patient has end stage renal disease (esrd), diabetes mellitus (dm), hypercholesterolemia. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis.' In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections g6, h2, have been updated. H6 impact code has been corrected with the updated information on the patient death. B.1 adverse event added, b.5 corrected with new information, b.7 updated with new information, h1, correction from malfunction to serious injury. Investigation is still ongoing.

Event description:
As reported from the field clinical specialist (fcs), approximately 3 years, 4 months post tmvr procedure with a 26mm sapien 3 ultra valve in the mitral position, the patient presented with moderate mitral stenosis. The patient was being worked up for a valve in valve mitral replacement. Per medical records reviewed, approximately 3 years, 4 months post implant of a sapien 3 ultra (s3u) valve in a failing surgical mitral valve with amplatz occluder, the patient presented for follow-up reevaluation. The patient described worsening dyspnea with exertion. Echocardiogram performed showed at least moderate-severe s3u mitral stenosis with a mean gradient of 12 mmhg and mitral valve effective area 1.6. In addition, the patient was found to have severe native aortic valve stenosis (with mean gradient of 48 mm hg), moderate/severe tricuspid insufficiency, and severe pulmonary hypertension. The patient was being evaluated for consideration of surgical options versus valve in valve procedure for the aortic and mitral stenosis. The fcs was notified by the valve clinic coordinator (vcc) that the patient passed away 23 days later. The cause of death is unknown at this time, as the vcc was notified by the patient's spouse via phone call and additional information was not provided

Event description:
As reported from the field clinical specialist, approximately 3 years, 4 months post tmvr procedure with a 26mm sapien 3 ultra valve in the mitral position, the patient presented with moderate mitral stenosis. The patient is being worked up for a valve in valve mitral replacement. Per medical records reviewed, approximately 3 years, 4 months post implant of a sapien 3 ultra valve in a failing surgical mitral valve with amplatz occluder, the patient presents for follow-up reevaluation. The patient describes worsening dyspnea with exertion. Echocardiogram performed showed severe aortic stenosis (native valve) with a mean gradient of 48 mm hg; at least moderate-severe, mitral stenosis with a mean gradient of 12 mmhg, mitral valve effective area 1.6; moderate/severe tricuspid insufficiency, and severe pulmonary hypertension. The patient is being evaluated for consideration of surgical options versus valve in valve procedure.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.